Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received. Ac power was applied to the generator and the system successfully executed the power on self-test with no faults detected. When lesion testing was performed, a loud beep and (fuse blown) message was displayed confirming the reported event. Also, the voltage was notice to be rapidly changing indicated power supply issue. One capacitor on the power supply board was detached from the board. The power supply board was replaced with a known good one and the issue was resolved. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted with no issues were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the reported event was due to a non-functional power supply board.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a 3 level unilateral radiofrequency ablation procedure a cancellation occurred due to a blown fuse error message. Utilizing other power outlets and restarting the generator did not resolve the issue and the procedure was cancelled. There were no adverse patient consequences.